Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing shocking or jolting sensation that occurred intermittently. The sensation had been occurring more frequently over the past month. The event occurred following a fall. It was noted that the pt had broken her hip but a CT scan was conducted following that fall and the system "was connected together right." The pt had a broken foot. It was also noted that there was an issue with the pt programmer. The pt was not able to adjust stimulation. The display showed "call your doctor" icon. There was a oor (out of regulation) condition when trying to adjust stimulation. The pt was getting the oor prior to the broken foot. Additional info was requested.